Manufacturer narrative:
Disposable kit will not be returned as it was disposed of on site. New disposable kit was sent to site for replacement. No impact on pt outcome reported.

Event description:
Site reported the shunt kit would not track properly. No impact on pt outcome reported.